Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. Unaided visual inspection was performed which observed a dark yellow particulate matter on the fill port connector and cap thread area. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "tip of the bag tubing" of a 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was contaminated. The contamination was a "yellow green color". This was observed when the staff opened the tpn bag to attached to a baxa pump. There was no patient involvement. No additional information is available.